Event description:
The physician removed and replaced at the intraocular lens at 6 months post operative due to his observation of a cloudy optic. Patient recovered without complication.

Manufacturer narrative:
The intraocular lens was received by the manufacturer and inspected under 10x magnification. The optic appeared clear and displayed no evidence of cloudiness. The device is currently undergoing further analysis at an independent laboratory. Product history records indicate the lens met release criteria.